Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed leak test. Unit was received with unresponsive right arrow button due to corroded keypad traces. Unable to verify operating currents or perform self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to unresponsive button. Unit was received with missing display window cover. Unit was received with faded serial number label. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case, and keypad overlay texture damaged.